Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address adverse metal reaction. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (r hip). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Previous complaint (B)(4) mentions a revision on (B)(6) 2008 but the reason is unknown, the invoice provides the part/lot information for the head only. Records are available for further review. Updated ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets record. In addition to what was previously alleged, ppf alleges abductor muscle repair after first revision. Added patient details, law firm, lawyer, account name and manufacture date. Added cup and hole eliminator since these were removed. Corrected doi of head. Doi: (B)(6) 2008 (liner, cup, hole elim); doi: (B)(6) 2008 (head); dor- (B)(6) 2012 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.